Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 750 mg/dl with high ketones. Customer was admitted to the hospital on (B)(6) 2022 due to the high bg and high ketones, and was subsequently admitted to the intensive care unit (ICU). Reportedly, customer received an insulin drip to address the high bg and high ketones. Reportedly, the insulin drip treatment resolved the high bg and high ketones. Customer was discharged from the hospital on (B)(6) 2022 with no permanent damage.